Manufacturer narrative:
Being investigated. Items marked ni are unknown at this time. (B)(4).

Event description:
It was reported that during a femororo-popliteal by-pass procedure, the prosthesis was torn at the point of insertion of the wires. The surgeon repaired the graft with a suture. There were no consequences to the pt. (B)(6), 2010 is being used as the event date for reporting purposes. The actual event date is not known at this time.